Manufacturer narrative:
Quality safety evaluation of ptc received on 09-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and sometime after the procedure, experienced abdominal pain and excessive and abnormal genital bleeding. She underwent a total laparoscopic, bilateral salpingectomy, and right oophorectomy. These events are anticipated according to the reference safety information for essure. Considering the implied temporal relationship and the absence of alternative explanation, causal relationship with essure device cannot be excluded. Since surgical intervention was required, this case is regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 18-nov-2016 who had essure (fallopian tube occlusion insert) implanted on an unspecified date for permanent contraception. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe abdominal pain, yeast infections, as well as excessive and abnormal bleeding. On (B)(6) 2015, she saw her physician and underwent a total laparoscopic, bilateral salpingectomy, and right oophorectomy. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and sometime after the procedure, experienced abdominal pain and excessive and abnormal genital bleeding. She underwent a total laparoscopic, bilateral salpingectomy, and right oophorectomy. These events are anticipated according to the reference safety information for essure. Considering the implied temporal relationship and the absence of alternative explanation, causal relationship with essure device cannot be excluded. Since surgical intervention was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.